Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low shock impedance measurements, including a low out of range measurement. Additionally, left ventricular (lv) pacing threshold measurements had increased with loss of capture observed. Low r-wave measurements were also noted. It was reported the patient was sub-post a heart procedure, not related to the device. The device was later explanted and replaced due to normal batter depletion. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.